Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
Patient felt burning and extreme pain during the numbing process. They showed immediate bruising before the heat was administered. The doctor decided to do extra numbing on the side that was bruising. They felt heat only on the side that had bruising. She ended up with burns where the bruising had been and there was a hole in her underarm. They said the tissue died and the doctor did several treatments on her to help clean up the dead tissue.